Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown constructs: va-lcp/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in switzerland as follows: this report is being filed after the review of the following journal article: scholz, v. Et al (2023), variable angle locking anterior patella plates for all types of patella fractures: a new multi-purpose fixation technique, swiss medical weekly 153 (suppl. 269), page 111s (switzerland). The study assessed the surgical, patient-based radiological and functional outcomes after open reduction and internal fixation (orif) of displaced patella fractures using a recently developed 2.7 variable angle locking anterior patella plate (va-lcp). Between (B)(6) 2021 and (B)(6) 2022, a total of 10 patients (4 male and 6 female) with a mean age of 65.3 years were included in the study. These patients had displaced patella fractures (c3 type) following operative fixation by 2.7 va-lcp. A computed tomography (CT) scan was performed prior to surgery in order to fully evaluate the fracture pattern. All patients had a mean follow up of 7.7 months. The following complications were reported as follows: - 1 patient underwent reoperation due to an early secondary displacement of the lateral part of the upper pole - 3 patients had implants removed this report is for an unknown synthes va-lcp. A copy of the literature article is being submitted with this report. This is report 1 of 1 for (B)(4).